Event description:
While treating an asystolic and apneic pt the device was attached to the pt via electrode pads. Initial pacing was successful with electrical and mechanical capture; however after arrival at the hosp., the device lost mechanical capture. The device's battery was replaced and all connections to the device and to the pt were checked; however the device was unable to regain mechanical capture. The clinician then began chest compressions to the pt. Complainant did not indicate that there was any adverse effect to the ot due to the reported malfunction.